Event description:
It was reported that during an unknown procedure, when the scrub nurse opened the reload, and then the surgeon tried to action the gun, the straps did not get out from the reload. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device cut the tissue? Just to confirm, did the device lock-out and not deliver any staples or a cut line? What type of procedure was the device used in? What was the product code of the stapler used with the ecr60b reload? How was the procedure completed?

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60b cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the staples were noted to have the proper b-form shape, however nine staples were found missing from the staple line, the missing staples do not create a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut the tissue? Not, it was blocked. Just to confirm, did the device lock-out and not deliver any staples or a cut line? Exactly. The device was not fired because it was blocked before fire. What type of procedure was the device used in?. Lap pancreatectomy procedure what was the product code of the stapler used with the ecr60b reload? Ec60a. How was the procedure completed?:was finished without problem. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.